Manufacturer narrative:
On 20-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and the hemostatic valve was broken off. It was reported that the valve of the vizigo sheath was noticed to be broken off when it was removed from the packaging. The vizgio sheath was replaced and the procedure continued. There was no patient consequence. Additional information was received indicating the device was not used on the patient, the hemostatic valve appeared broken/cracked and disloged into the hub. The brim cap/hub did not detach.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and the hemostatic valve was broken off. It was reported that the valve of the vizigo sheath was noticed to be broken off when it was removed from the packaging. The vizgio sheath was replaced and the procedure continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Additionally, the dilator was returned within the sheath. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).